Event description:
It was reported that the patient was unable to speak due to recent poor health. The lead target was replaced on (B)(6), and body was currently recovering well. Additional information was received from the manufacturer representative (rep) that there was no device issue that resulted in the explant/lead replacement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 28-dec-2023, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(6), ubd: 12-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va2d6wd, implanted: (B)(6) 2021, product type: lead. Product ID 3389s-40, lot# va2bvyr, implanted: (B)(6) 2021, product type lead. Product ID 3389s-40, lot# va2bvyr, implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the placement of the leads was based on medical judgement and the revision surgery had resolved the issue.